Event description:
Related manufacturer reference number (B)(4). It was reported the patient wanted to update the scs system. As such, the ipg was explanted. During the explant, it was noted the ipg site was full of pus. The leads were cut during this procedure. During a later procedure the leads were explanted and replaced due to being cut. Patient was admitted for wound management and given IV antibiotics. The cultures for the ipg site came back negative for infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.